Event description:
Patient rep0rted that their one touch ultrasmart meter had to be reset every time they got a result on the meter. This issue was not resolved with troubleshooting. Medical affairs specialist had called and left a message for the patient in 04, but the patient has not responded to the call. A letter will be sent to the patient.per the initial information provided by the patient, they had reported that they had contacted emergency services and received glucose for treatment. There is no further information regarding this. Therefore, due to insufficient information, it cannot be concluded that the meter malfunction contributed to any event. This case is reported as a malfunction since the issue was not resolved.